Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-24074. It was reported the patient has two scs systems and both ipgs became inoperable due to not being charged for several months following an accident. Surgical intervention took place to explant and replace the ipgs. Effective stimulation was restored with the surgical intervention.